Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was 301 mg/dl-"high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.